Event description:
On (B)(6) 2013, the pt underwent treatment of a traumatic transaction with a conformable gore tag thoracic endoprosthesis. As the device was being advanced through a 18fr cook sheath, resistance was noted. After successful deployment of the graft, follow-up imaging identified a detached proximal olive tip remaining in the pt. It was reported the cause of the proximal olive detachment was the use of a non-compatible cook sheath with the gore device. The physician was able to use a snare to removed the proximal olive from the pt. The pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.